Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the thin posterior leaflet and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The patient had a slightly thin and slightly restricted posterior mitral leaflet (pml). After successful placement and deployment of the first clip, an slda was noted, with the clip remaining attached to the anterior mitral leaflet (aml). A second clip was implanted to stabilize the first clip and to reduce mr, which was reduced to grade 2. In the physicians opinion, it is possible that the slda was due to the thin leaflet. There was no reported adverse patient sequela or a clinically significant delay in the procedure. There was no additional information provided.